Manufacturer narrative:
Date of event: unknown. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6342518; medical device expiration date: 2017-09-30; device manufacture date: 2016-12-07. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 86337 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilled.